Manufacturer narrative:
Correction: d9. Additional information-investigation completion: d4; h2; h4; h3; h6. The actual sample from the reported event was returned for evaluation. Testing of the sample was conducted using - end connector to nipple tensile test, axial tensile force of 10 ± 0.5 n was applied and held for 1 minute. The reported event could not be confirmed as reported; the root cause was not determined. The device history record for lot 550458 was reviewed and the product was produced according to product specifications. All information reasonably known as of 17 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, while the bubbler was in use, the oxygen (o2) tubing worked its way off of the bubbler and had to be reconnected. It was additionally reported, the o2 tubing constantly popped off & kinked off of the respiratory equipment making o2 saturations drop to dangerous levels. It happened several times per shift. The tubing was reconnected to the bubbler. "It was noted the patient was not affected".

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 08 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, while the bubbler was in use, the oxygen (o2) tubing worked its way off of the bubbler and had to be reconnected. It was additionally reported, the o2 tubing constantly popped off & kinked off of the respiratory equipment making o2 saturations drop to dangerous levels. It happened several times per shift. The tubing was reconnected to the bubbler. "It was noted the patient was not affected"